Manufacturer narrative:
Method - reporting facility indicated they tested the warming unit and found it to be operating at a temperature higher than normal. The unit was subsequently destroyed by the user facility, so no confirmation tests could be performed. Result and conclusion - none reached as the device involved could not be tested to confirm operation. It is also unk if any changes were made to the device at the user facility. This report is filed after multiple attempts to contact users that were directly involved in the event. While no information was ever received from any user that actually saw the patient, the information available warrants this report.

Event description:
Patient is reported to have been burned, resulting in blisters in abdomen.